Event description:
During set-up, while using a 10cc angiographic syringe, the end user noted "a small foreign body, felt to be from the plunger" in the fluid. The device was not used in the procedure. There was no pt injury.